Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that user was attempting to pull a patient from pacs using patient import/export and when she searched the patient name and multiple variations of the name it was saying "no patients" found. She tried a different network port with the same response. She tried searching the patient name and while it was searching she tried to change the name and the system became unresponsive and exited to the blue medtronic splash screen and had a black x for a cursor. She hard shutdown the system and when she rebooted she still was unable to successfully search the patient. It was recommended that the user burned the patient's exam to disc, but she reported that the surgeon would likely just do the case without navigation. There was no patient present during the event.